Event description:
Fnb procedure was being performed with echo-hd-3-20-c. The physician tried to puncture the mass, but the needle couldn't be punctured at all. So, he withdrew the needle out of the scope and session repeated with another new needle. (Replaced another procore). 1. Was gaining access to the target site difficult? - yes 2. What is the scope manufacturer and model number that was used? - olympus, uct-180 3. Was the scope recently service/repaired? - no, it wasn¿t. 4. Was the device used in a tortuous position? - yes, it was. 5. Was the device damaged in packaging before removal? - no 6. Was the device damaged on removal from packaging? - no 7. Was force required to remove the device? - no 8. When was the issue noted? - during 1st session, just before the puncture. 9. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) - no 10. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? - no 11. Was the stylet fully in place inside the needle when advancing into the targeted site? - no 12. Was it possible to be fully retract before removing the needle from the patient - yes

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21 aug 2025.

Manufacturer narrative:
Device evaluation the device evaluation of echo-hd-3-20-c device could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2253097 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The precautions section of the instructions for use, ifu0077, which accompanies this device instructs the user to "ensure the stylet is fully inserted when advancing the needle into the biopsy site" there is evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause review a definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. A definitive root cause can be attributed to use error as the stylet was not fully inserted prior to advancement of needle into the target site. Additional information received in the patient/event info - notes under q.11 confirmed that the stylet was not fully in place inside the needle when advancing into the targeted site which is considered use error under the precautions section of the instructions for use. It may be noted that failure to keep the stylet in place could have contributed to difficulty with needle penetration due to which the needle couldn¿t¿ be punctured at all as mentioned in the description of event. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse event due to this occurrence. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined as the stylet was not fully inserted prior to advancement of needle into the target site.